Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate) has been confirmed. As received, the response button covers were missing and the front switch was contaminated. The cause of the inability to activate the device is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that one of the response button covers on a patient's monitor was missing that the device was unable to be activated.